Manufacturer narrative:
Manufacturer's reference: (B)(4). Technical investigation concluded: device history record review has been completed. No deviation or changes were found during manufacturing of the device. Trended case device investigation conclusion: the usb-c connector has broken down mechanical. It is a known problem with usb connectors, that in rare cases wear or dirt/moist can create a low ohmic path from vbus to gnd, that potential can cause a heating inside of the connector. Clinical assessment concluded: a damaged power supply or a power supply of very poor quality could lead to burn injuries and in rare conditions there is a small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been tested according to applicable safety standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations identified and no requirement to update the risk register. Manufacturer's investigation is final. This is a combined initial and final report.

Event description:
On (B)(6) 2023, patient noticed hearing aids (ha) were not 100% charging and went to their hearing care provider (hcp). Hcp noticed that the charger had melted by the contact. Original equipment was used. There were no reports of patient harm or injury, and no medical intervention was required. No further information is expected.